Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported event of being unable to measure a threshold was not confirmed.

Event description:
During the implant of the right atrial (ra) lead, it was impossible to measure a threshold. A new lead was used and the procedure was completed with no patient consequences.